Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had pain and swelling in scrotum. Two weeks later, the physician diagnosed an infection at the scrotum and around the reservoir and a replacement surgery was performed. During the procedure the whole inflatable penile prosthesis (ipp) system was removed, the physician did an antibiotic washout and a malleable prosthesis was placed. The doctor prescribed antibiotics as a treatment for the infection. The patient is expected to fully recover.